Event description:
In 2000 pt had an l4-s1 lumbar laminectomy and diskectomy. In six mos later pt had an l4-s1 laminectomy and diskectomy on the right and an l4-s1 foraminotomy. In 2001, because of continued pain, pt had an l4-s1 anterior fusion and left iliac crest harvest. Pt had allograft bone used in the fusion. This was allomatrix injectable putty, lot #011a131459 (allogro dbm in osteoset caso4 medium); dbm lot 000918035, from wright medical technology. Pt had a fever postop and was due to be discharged 4 days later. The discharge was cancelled because pt was readmitted on the next month with sudden pleuritic chest pain and shortness of breath. Systolic blood pressure was 90. Chest x-ray and chest CT were unremarkable and there was no radiographic evidence for a pulmonary embolus. Echocardiogram was not helpful. On exam pt was noted to have diffuse redness and swelling of their hands and fingers. They also hurt. Pt did not have evidence of dic. Pt was apparently felt to perhaps have toxic shock syndrome. Pt was readmitted 16 days later. They had redeveloped pain and swelling in hands and ankles and had a temp of 101.2 degrees. Exam was notable for substantial diffuse swelling most marked in the distal upper and lower extremities. Pt also had mild swelling in their right elbow and wrists, mcps and pips, knees and ankles. Pt was placed on lovenox and then coumadin. Pt had a lupus anticoagulant but this was drawn while on full dose lovenox and therefore was not a necessarily correct result. Md saw pt in follow-up in the following month. Pt still had some diffuse swelling and redness in their hands and fingers and dysesthesiae in thier fingers. There was no clear-cut synovitis. Pt reported dry eyes but no vaginal dryness. In 01/2002, pt reported pain in feet and ankles as well as persistent and disabling low back pain. Sleep was being disrupted by low back pain. Pt noted the new onset of livedo reticularis. Pt had a few small axillary lymph nodes as previously. Left elbow was puffy and both elbows lacked 15 degrees of extension. Pt had tenosynovitis about left ankle, pain in midfoot with inversion and eversion and pain along the right tibialis anterior tendon. In 02/02 pt still had swelling and pain in hands and fingers, left elbow discomfort, low back pain and difficulty sleeping. Distal pulses were normal. Pt still had livedo retricularis and fingers were cool, slightly reddened and slightly puffy. Pt had swelling in right wrist, left elbow and left wrist. Md increased prednisone because they seemed worse. On 6/4 pt was down to 10 milligrams of prednisone daily. Other medications were hydroxychloroquine 300 mg daily, vicodin 7.5/500 2 daily, nifedipine, iron, coumadin, cyclobenzaprine, tylenol, fentanyl patches, celexa and trazodone. Pt reported headaches for two weeks. Pt still had disrupted sleep because of back pain and had constant back pain. Three weeks prior pt developed bilateral left more than right circumferential proximal thigh pain, worse with weight-bearing. They complained that they were miserable and exhausted and in bed most of the time and seemed depressed. Pt reported limb jerking at nighttime. Physical exam was not particularly remarkable. Md reviewed a considerable amount of data from wright medical technology as well as what they could find on medline and from the FDA web site. The osteoinductive material has growth factors, probably more than one. The material that was used is patented and md doesn't think the exact growth factor composition or mfg process is available for review, therefore. Local inflammatory reactions have been reported, but md has not been able to find reports of either a temporary systemic inflammatory/vascular activating process, or drug-induced lupus. Md does have an acceptable or satisfactory diagnosis. Pt has a systemic inflammatory disease manifest by catastrophic arterial thrombosis, high sedimentation rate, polyarthritis, low complement and livedo reticularis. By all rights pt should have systemic lupus with phospholipid antibodies and perhaps they do. Md has been unable to measure a procoagulant, however. The serologic evidence for lupus has been on the weak side. Md does not know what has caused pt's presumed endothelial activation and does not know whether the growth factors in bone allograft have had a role. At this point, pt's inflammatory disease seems overall improved on hydroxychloroquine and tapering doses of prednisone, with continued anticoagulation. The significance of their relatively mild axillary adenopathy remains unclear and md's sense is that these are reactive nodes. Primary problem, for quite some time now, is intractable back pain and also a sleep disorder and perhaps a plmd. It would be nice if pt did not need coumadin forever. Pt might then be able to get some relief of back pain from an implantable cord stimulator. Pt can't have acupuncture on anticoagulants. The only immediate thoughts md has for back pain are to try a tricyclic as an adjunct. Perhaps clonazepam at night may be useful, as well. Md would like to see some new spine films and will ask pt to have a lumbar spine series and ap pelvis and return with all of their films for review. Md would like to obtain some new labs as well (esr, crp titer, cbc, cmp, urinalysis). Md doesn't know whether more substantial immunosuppressives may be of value; they don't think so, at least at this time.